Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl and ketones were present. Elevated bg was caused by a bent cannula. The customer went to the emergency room (ER) for diabetic ketoacidosis (dka) and a healthcare provider identified the ketones as being dangerous. The customer was treated with intravenous insulin. Bg lowered to 147 mg/dl and the customer felt better. The customer was in the ER at the time of the event. Although multiple requests were made by tandem technical support to confirm discharge from the ER, the customer did not reply to the requests. The type of infusion set used was not reported.